Event description:
On (B)(6) 2013, the port system was implanted in a (B)(6)-year-old female patient via the cephalic vein cutdown approach for colon cancer chemotherapy. After placement, the chemotherapy was discontinued due to vomiting. In (B)(6) 2013, blood aspiration became impossible. After that, the port system was sometimes used for IV because flushing was possible. On (B)(6) 2014, an intravenous infusion line was connected with the port, and the patient left the hospital. On (B)(6) the patient's condition changed suddenly. The doctor attempted resuscitation, but the patient expired. Ai confirmed the catheter tip was placed in the central vein.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.